Manufacturer narrative:
Product analysis: analysis was unable to confirm any customer comments, the programmer passed all tests. The nylon spacer was replaced, the link electronic module was reseated and the media bay gasket was replaced, all as associated. Reconfigured the hard drive, reloaded and updated the software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken telemetry connector, was printing very slowly, and was freezing. The programmer was returned for service. There was no patient involvement.